Event description:
It was reported there was no magnet response and it was not possible to interrogate the device. Follow up with the physician revealed the device will not be changed out as the patient is asymptomatic. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.